Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/06/2019.

Event description:
The customer reported that the display was dim, too dark to read. There was no patient involvement.

Manufacturer narrative:
MFR received date: 03 dec 2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.